Event description:
It was reported that on (B)(6) 2011, a xience v stent was implanted in a mid, left anterior descending artery and approximately 22 months later, on (B)(6) 2013, the patient had stable angina pectoris and coronary heart disease. The patient was hospitalized (B)(6) 2013 and the symptoms resolved with medications on (B)(6) 2013. The patient was discharged on (B)(6) 2013. There was no functional ischemia study, electrocardiogram (ECG), or cardiac enzymes done. There was no myocardial infarction reported. There was no additional information provided.

Manufacturer narrative:
(B)(4) - no pre-dilatation. There were no reported product deficiencies. The reported patient effects of angina is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. It should be noted that the IFU instructs to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.